Event description:
It was reported that an end of life (eol) alert was received upon interrogation of the pulse generator. The measured battery data was 2.18 v, 9 ua. Battery trends showed a gradual decline in voltage from around 2.9 v within three months of implant to below elective replacement indicator (eri) battery voltage. The device reached eri on (B)(6) 2011. Removal of the device was planned.

Manufacturer narrative:
Final analysis found that the pulse generator exhibited premature battery depletion due to high current drain. This was due to an integrated circuit anomaly on the rf module.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.